Manufacturer narrative:
E1: initial reporter facility name: (B)(6). B1: adverse event/product problem - corrected.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was selected for the ultrasound examination of the target lesion. During insertion, the tip of the catheter was not smooth, got stuck on the stent, and could not be pulled out. The issue was resolved and the procedure completed with another of same device. No patient complications were reported, and the patient was stable following the procedure. It was further reported that the target lesion had a 60% stenosis and was located in the mildly tortuous and mildly calcified left anterior descending artery. The device was released by gently moving it forward and backward. The stent was a non-boston scientific (non-bsc) device and was not damaged; however, the catheter tip had a small burr.

Manufacturer narrative:
E1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was selected for the ultrasound examination of the target lesion. During insertion, the tip of the catheter was not smooth, got stuck on the stent, and could not be pulled out. The issue was resolved and procedure completed with another of same device. No patient complications were reported and the patient was stable following the procedure.